Event description:
Account experiencing discrepant sodium results. Only two pt examples were provided. Pt 1, initial sodium gave 125 mmol/l; repeat gave 134 mmol/l. Pt 2, initial sodium gave 128 mmol/l; repeat gave 138 mmol/l. Initial results reported. No adverse events were reported in association with the incorrect results. The field service representative determined the cause of the discrepancy to be due to a problem with a sodium electrode. The electrode was replaced. Performance tests were performed which were within specifications.